Manufacturer narrative:
Pump received with a cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a keypad anomaly. The current blood glucose level was 170 mg/dl. The customer stated that the center button had a crack. Troubleshooting was performed. The customer also stated that this occurred for the second times. The product will return for analysis.